Manufacturer narrative:
Corrected data: h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native mitral valve stenosis. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. The exact cause of the reported event was unable to be determined, but may have been due to procedural factors listed above and/or patient factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Lisko, john c., et al. "Antegrade intentional laceration of the anterior mitral leaflet to prevent left ventricular outflow tract obstruction: a simplified technique from bench to bedside." Circulation: cardiovascular interventions 13.6 (2020): e008903. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-12672.

Event description:
As reported via the article antegrade intentional laceration of the anterior mitral leaflet it was reported: one patient required surgery or intervention within 30 days due to unsuccessful deployment and incorrect positioning.